Manufacturer narrative:
The valve was reportedly explanted due to stenosis and insufficiency. The tear noted upon explant was confirmed. Leaflets 1 and 2 were torn. There was fibrous pannus ingrowth on the inflow surface of leaflets 2 and 3, and on the outflow surface of leaflet 3. All three leaflets were fibrotically thickened. No acute inflammation or significant calcifications were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the reported event could not be conclusively determined. The pannus ingrowth had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Event description:
On (B)(6) 2015, a 25mm trifecta valve was implanted with ticron pledget 2/0 sutures. On (B)(6) 2019, the patient was admitted to the hospital due to symptomatic aortic insufficiency. An echocardiogram was performed and revealed moderate aortic stenosis and severe secondary aortic insufficiency. On (B)(6) 2019, the device was explanted and the non-coronary cusp was observed to be ruptured. The device was replaced with a 23mm edwards magna valve. The patient was reported to be stable throughout the procedure.